Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit¿s had a (B)(6) reading. There was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found all the coils passed testing on the tester. The mat was plugged into the console and detected sponges. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.